Event description:
It was reported that the nurse was attempting to initiate hypothermia with the arctic sun device (s/n (B)(4)). The nurse stated that the device displayed a windows error, window delay right failed and the device was unable to save data for file. The nurse had already cycled the power several times and the error reoccurred. While they spoke, water started to flow through the pads, but the windows error remained. Mss explained that this device needed to be sent to their clinical engineering department for service. The nurse stated that they had another device. Nurse stated that they did not need assistance setting up the new device. Mss told the nurse that they need to stop the device and empty the pads into this device before connecting the pads to the new device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nurse was attempting to initiate hypothermia with the arctic sun device (s/n (B)(6)). The nurse stated that the device displayed a windows error, window delay right failed and the device was unable to save data for file. The nurse had already cycled the power several times and the error reoccurred. While they spoke, water started to flow through the pads, but the windows error remained. Mss explained that this device needed to be sent to their clinical engineering department for service. The nurse stated that they had another device. Nurse stated that they did not need assistance setting up the new device. Mss told the nurse that they need to stop the device and empty the pads into this device before connecting the pads to the new device.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.